Event description:
It was reported that stent damage occurred. The 90% stenosed, 50x3.0 mm, eccentric, de novo target lesion with a lesion bend of <=45 degrees was located in a mildly tortuous and mildly calcified left anterior descending (lad). Following the introduction of a non-bsc guidewire, pre-dilation was performed with an unspecified balloon catheter and a pe stent was implanted on the distal lesion. A 3.00x38mm promus element ¿ long drug-eluting stent was then selected for use and advanced to treat the lesion. However, upon reaching the lesion, the physician found that the proximal stent was stretched and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were deformed and stretched proximally over the proximal markerband. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 50x3.0 mm, eccentric, de novo target lesion with a lesion bend of <=45 degrees was located in a mildly tortuous and mildly calcified left anterior descending (lad). Following the introduction of a non-bsc guidewire, pre-dilation was performed with an unspecified balloon catheter and a pe stent was implanted on the distal lesion. A 3.00x38mm promus element long drug-eluting stent was then selected for use and advanced to treat the lesion. However, upon reaching the lesion, the physician found that the proximal stent was stretched and deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.